Event description:
It was reported that the patient experienced a major infection on (B)(6) 2021. Infectious disease was consulted to assist in diagnosis and management of leukocytosis. The patient was treated with broad spectrum antibiotics but no source of infection was found. The event resolved without sequelae on (B)(6) 2021. The patient was found to have gangrenous changes to bilateral toes which was consistent with severe hypotension with poor perfusion to the digits on (B)(6) 2021. The patient had decreased urine output postoperatively with creatinine peak of 3.22. Intravenous diuresis was not effective in removing excess volume. Continuous renal replacement therapy was started on (B)(6) 2021. The renal dysfunction resolved without sequelae on (B)(6) 2021. The patient experienced bleeding on (B)(6) 2021. The patient suffered a seizure caused by an intracranial bleed. It was believed the patient may have bitten his tongue which lead to blood loss anemia.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number mlp-023781 could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-023781. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, respiratory failure, renal dysfunction, stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. Additionally, care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for mlp-023781 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an intracranial bleed with cerebral hemorrhage resulting in subdural hematomas on 15feb2021. The patient is currently in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had worsening right ventricle function on (B)(6) 2021. A right ventricular assist device (rvad) was placed. Intubation, inotropes, and vasodilators were administered as part of treatment. The patient experienced renal dysfunction on (B)(6) 2021. Ultrasound guided access of vessels, right femoral permcath placement, and left intra jugular triple lumen placement were administered. The patient experienced intracranial bleeding on (B)(6) 2021. The patient is currently in stable condition.

Event description:
It was reported that the patient was given vitamin k, prothrombin complex concentrate and keppra due to bleeding. Acute respiratory failure was noted post lvad implant. Recurring fever started on (B)(6) 2021 with persistent leukocytosis of unclear etiology requiring treatment antibiotics and antifungals. The patient had gangrene toes/right hand lesion/finger necrosis/ischemic digits noted on (B)(6) 2021. The patient also experienced seizures which required keppra. Acute blood loss anemia with several nasal bleeding was also noted which required 3 units of packed red blood cells (prbcs).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's renal dysfunction started on (B)(6) 2021. The patient also developed intermittent hypotension during their hospitalization beginning on (B)(6) 2021; vasopressors were restarted and crrt was withheld. It was noted that the patient was given packed red blood cells (prbcs) to stabilize their hemoglobin/hematocrit (h/h) for their acute blood loss anemia on multiple dates: on (B)(6) 2021. The patient experienced intermittent vomiting on (B)(6) 2021. The patient intermittently had blood clots in their mouth beginning on (B)(6) 2021; their heparin drip was adjusted. The vomiting resolved without sequelae on (B)(6) 2021. The acute blood loss anemia resolved without sequelae on (B)(6) 2021. The blood clots in the patient's mouth resolved without sequelae on (B)(6) 2021. A rhino rocket was placed for the patient's epistaxis on (B)(6) 2021; the epistaxis resolved without sequelae on (B)(6) 2021. The hypotension resolved without sequelae on (B)(6) 2021.